Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part#: unk, unk exceed cup size 50, lot#: unk; part#: unk, unk exceed polyethylene insert size 32, lot#: unk; part#: unk, head ceramic size 32, lot#: unk; part#: unk, gts standard stem size -2, lot#: unk. (B)(4).

Event description:
It was reported that a patient underwent an initial hip procedure and subsequently, was revised due to pain 15 months later. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Catalog number - 103534, lot number - 3024981, expiration date - apr 30, 2023, manufacture date ¿ apr 15, 2013. Or the part/lot information could be: catalog number - 103531, lot number - 2985156, expiration date - mar 5, 2023, manufacture date ¿ mar 5, 2013. Or the part/lot information could be: catalog number - 103531, lot number - 3019393, expiration date - apr 8, 2023, manufacture date ¿ apr 8, 2013. Concomitant medical products: part: 103534, ti low profile screw 6.5x35mm, lot: 3024981, part: 103531, ti low profile screw 6.5x20mm, lot: 2985156, part: 103531, ti low profile screw 6.5x20mm, lot: 3019393, part: 131352ha, exc abt rnglc-x shl ha/pc 052m, lot: 2959304, part: ep-043252, ringloc-x e1 std 52/32mm, lot: 2290670, part: 131348ha, exc abt rnglc-x shl ha/pc 048m, lot: 3112507, part: ep-042848, ringloc-x e1 std 48/28mm, lot: 3143418. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.